Event description:
It was reported that a patient presented with an abdominal aortic aneurysm and was treated with a gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. Post-operative CT imaging showed a dissection in the right externa which was not present prior to the procedure. The sheath was pushed proximally without the dilator during the procedure. The dissection starts in the right external iliac and ends in the common iliac arteries. No reintervention is planned.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. The post-implant images show the proximal rei appears to be dissected. The dissection is not visible on the pre-implant images. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). Additionally, the IFU states not to attempt sheath advancement or withdrawal without guidewire and dilator in place, and locked to the hemostatic valve. Major bleeding, vessel damage, or serious injury to the patient, including death, may result.